Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01521. This report is being submitted as additional information. Approximate age of device (age of device:1 year, 3 months, 27 days). An analysis of the log file provided by the account confirmed the pump stop events, low flow hazard alarms and an unsustained power elevation. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmateii left ventricular assist system and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The heartmate ii left ventricular assist system instruction for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This document addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. This IFU and the heartmate ii patient handbook contain sections on caring for the driveline (percutaneous lead), and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that multiple pump stoppages occurred. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed. The submitted driveline x-ray images were unremarkable although it looked like there was some tape on distal end near the system controller connection. The patient was discharged with a new power base unit. No additional information was provided.